Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue against the 4x4, island dressing, sterile 50/bx a50044. The patient was asking if we have a dressing that is hypoallergenic, but was advised no, and stated that the island dressing received on order #(B)(4) delivery note #(B)(4) delivered on (B)(6) 2025 is irritating and burning her skin. There was patient involvement, and a harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).